Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 456 mg/dl, over 300mg/dl and 356 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose level. Customer was not use auto mode. Customer stated that sensor was bent and she declined to troubleshoot for threshold suspend alarm. The insulin pump will not returned for analysis.